Event description:
Reporter indicated a vns programming system was not performing as intended during a vns generator implant surgery and a different programming system was used to complete the surgery. Troubleshooting including replacing the wand battery, moving electronics, unplugging from the wall outlet, and turning off the operating room lights did not resolve the issue, and the patient's vns generator was unable to be interrogated successfully until a different system was used. It is unknown what specifically was occurring with the programming system (screen freeze, communication error, charging issues). Attempts for further information and return of the programming system are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The vns handheld computer, flashcard, and programming wand were returned for analysis. No anomalies were identified with the programming wand, and the wand performed per specifications. Analysis of the flashcard did not reveal any anomalies and the flashcard performed per specifications. During the computer analysis it was identified that the computer was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.